Manufacturer narrative:
The sample was destroyed by the hospital. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The clinician received a needle stick injury when the needle failed to retract in the safety barrel.